Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump did not appear to be delivering proper doses of insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer was eating the same foods daily at the same times, and was having different outcomes with their blood glucose. The customer mentioned getting unexplained no delivery alarms. Troubleshooting was not completed as the customer declined, and no further information was provided. The insulin pump will not be returned for analysis.